Manufacturer narrative:
Received samples: 24 units catgut chrom 2/0 (3.5) 75cm hr37s are received in sealed original packaging. Analysis and results: there are no previous complaints of this code batch. (B)(6) units were manufactured and distributed of this code batch, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. There were no deviations or alterations were identified during this process. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.